Event description:
It was reported from patient registration form that the patient had a mitral repair surgery on (B)(6) 2017 and on (B)(6) 2017 underwent a second mitral repair surgery with a smaller size ring. It was stated that the incorrect size repair (too large) was implanted which led to moderate to severe mitral regurgitation. The ring was replaced with a smaller ring which resolved the issue. The ring was discarded.